Event description:
The customer reported, v6 signal loss during 12-lead ECG analysis.

Manufacturer narrative:
The customer reported, v6 signal loss during 12-lead ECG analysis. The philips field service engineer confirmed the failure and resolved the failure by replacing the leads ECG trunk cable.